Event description:
Pt had her dialysis perm cath changed on (B)(6) 2012. During her treatment there was bleeding at the skin exit site and air was being aspirated through the catheter when they attempted to perform dialysis. The pt was sent to ir later in the day on (B)(6) 2012 and upon inspection of the device it was noted to have a fracture at the confluence of the catheter ports. The device was removed and a new catheter was inserted.